Event description:
As reported, on (B)(6) 2026, an unusual rattling sound came from the optifix straight device after opening the product, "it sounded like a part had come loose" per information reported, the issue was identified immediately after opening, so no actuation of the handle was performed. A new product was used to complete the procedure successfully.

Manufacturer narrative:
As reported, an unusual rattling sound was heard from the optifix straight product, sounding like a part had come loose. The subject device is being returned for evaluation, however, at this time has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made at this time. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Addendum: this is an addendum to the initial MDR submitted to document the sample evaluation results. Based on the reported condition and sample evaluation finding, the reported condition is confirmed as manufacturing related. Evaluation found a detached loose screw within the device housing that was not fully detached during device assembly. A general awareness was provided to optifix personnel to emphasize device assembly requirements. Updated fields: b4, d9, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported, an unusual rattling sound was heard from the optifix straight product, sounding like a part had come loose. The subject device is being returned for evaluation, however, at this time has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made at this time. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. To date, this is the only reported complaint for this manufacturing lot of 525 units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, on (B)(6) 2026, an unusual rattling sound came from the optifix straight device after opening the product, "it sounded like a part had come loose" per information reported, the issue was identified immediately after opening, so no actuation of the handle was performed. A new product was used to complete the procedure successfully.